Event description:
It was reported that during a davinci prostatectomy procedure, a "wire broke" on the maryland bipolar forceps instrument. The procedure was successfully completed. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed one conductor wire to be broken at the yaw pulley exit. The yaw pulley shows no signs of arcing. The grip cables are not derailed at the wrist. The wire insulation does not appear cut or melted. The yaw pulley is missing a piece opposite the conductor break, allowing the grip to move within the pulley and have a larger range of motion in yaw. Added range of motion of the grip likely created excess tension on the wire, causing it to break. Electrical continuity failed. Engineering also observed the distal end of the main tube to have various light scratch marks on one side of the tube, likely due to inadvertent contact with other instruments. A minimal amount of material has been removed from a couple of the scratches which have gone deep enough to expose glass fibers. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. As of november 19, 2007, there have been no reported recurrences of the issue at this hospital.